Manufacturer narrative:
.

Event description:
Settings on (B)(6) 2010 show the device programmed to intended settings. System diagnostics on (B)(6) 2010 after this programming event show faulted diagnostics. Settings from (B)(6) 2010 show interrogation with settings indicative of faulted diagnostics. The device was programmed on to intentional settings on (B)(6) 2010.